Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported device operates differently (failure to seal)/stent graft leak cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The hypotube shaft of the first 2.8 x 16 mm graftmaster covered stent was noted to be separated during procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two graftmaster devices referenced, are being filed under separate medwatch MFR numbers.

Event description:
It was reported that the procedure was to treat a perforation in the mid circumflex artery. An attempt was made to cross a 2.8 x 16 mm graftmaster covered stent; however, the device failed to cross the lesion due to the anatomy. Therefore, another 2.8 x 16 mm graftmaster covered stent was advanced and was implanted. However, it failed to seal the perforation because the physician believes that the perforation may have been larger than initially anticipated. Pericardiocentesis and intubation were done. Then, a 3.5 x 16 mm graftmaster covered stent was implanted and successfully sealed the perforation. No additional information was provided.